Event description:
During test of device defib error 11 (spi) was exhibited. There was no patient involvement.

Manufacturer narrative:
Evaluation of the device confirmed an intermittent "defib error 11." Visual inspection revealed broken solder on pin 2 of transformer t6 on the fire board. The device was repaired by resoldering the pin. The device was then tested and found to perform in accordance with its specifications.